Event description:
It was reported that during placement of a ureteral stent via the kidney, the inner dilator hub of the delivery system detached from the stiffener of delivery system. This resulted in no hub to pull inner dilator from the pt. A forcep was used to retrieve the broken piece. Additional information has been requested. There were no reported pt complication.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.